Manufacturer narrative:
As of today, no additional information is available and this investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine pulse generator change out procedure this left ventricular (lv) was found have dislodged and was in the right ventricular outflow track. The lead was cut and capped. There were no additional adverse patient effects.